Event description:
Additional attempts for information were unsuccessful, as the physician did not wish to provide information.

Event description:
On (B)(6) 2012, it was reported that, during vns revision surgery on (B)(6) 2012, lead impedance was noted for this patient. At the time of surgery, the surgeon did not have sufficient time to perform lead replacement, so the patient was closed. It is likely the patient will undergo lead revision surgery; however, surgery has not occurred to date. Attempts to obtain further information regarding the patient's condition have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.